Event description:
Event occured 10:13 on (B)(6) 2024 where the user stated that they were unable to rewarm the patient using the heater cooler. The user reported that the patient was not harmed due to the heater cooler issue. When an attempt was made to update the software it was found that the unit was frozen on the logo screen. The unit was rebooted and the frozen screen persisted.